Event description:
Reporting status: serious injury/surgical intervention/permanent impairment. Reporting rationale: dislodged stent requiring surgical intervention. Device issue: dislodged stent. It was reported that the target lesion was the rca. The lesion was pre-dilated several times with different balloon catheter's. An attempt was made to implant another company's 3.0x32mm stent, but the sds was unable to reach the mid rca; therefore, it was implanted in the proximal rca. The buddy wire technique was used with a guide wire to access the mid rca. A 3.0x18mm promus was delivered through the previously implanted stent and was successfully implanted in the target lesion. A second 3.0 promus was chosen to be implanted between the two stents; however, it became stuck in the 3.0x32mm stent while advancing in the guiding catheter and the proximal stent portion was still in the aorta. While withdrawing the 3.0 promus sds the stent became loose, leaving it dislodged in the ostium. The sds was removed and an attempt was made with a snare to remove the dislodged stent, but failed. The pt has had a dual graft surgery to remove the stent. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labelling of abbott vascular's drug eluting stent in the us. Promus is manufactured by abbott vascular.

Manufacturer narrative:
Results and conclusion summation - stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation for use, and interaction with the lesion, accessory devices, and/or previously implanted stents. It should be noted that the promus instructions for use states: when treating multiple lesions, stent the distal lesion prior to stenting the proximal lesion.